Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter was powering off during use. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue began on the evening of the day before. The cca noted that the patient manages his diabetes with insulin (self-adjuster); however, it is not known what action, if any, the patient took regarding his diabetes management as a result of the issue. The patient reported that approximately 8 hours after the alleged issue started, he developed symptoms of feeling sweaty and shaky. The patient reported treating-self with food and/or drink. At the time of troubleshooting, the cca noted that the patient replaced the subject meter's battery as recommended. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.